Event description:
Baxter (B)(4) received a report that an infusor was difficult to fill. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir for evaluation. The reported condition of "difficult to fill" was confirmed as a backflow at the fillport. To verify the reported condition, the sample was filled with water. During fill, a back-flow (leak) was observed at the fill port. Visual examination of the disassembled unit revealed the root cause of the leak was a 0.3-mm particle of glass trapped under the check band. The glass fragment was introduced into the fluid pathway during fill without the use of a filter. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.